Event description:
It was reported that during follow up rv oversensing was observed. Reprogramming was performed. No adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4).